Event description:
The physician reported that during an urgent follow-up of the associated implanted pacing system, bradycardia (30-40bpm) was identified due to oversensing in the ventricular channel. Testing of the lead revealed normal measurements for impedance, threshold and p/r-wave amplitude. A chest x-ray did not reveal any abnormality. Additional testing of the lead impedance revealed measurements around 200ohms in unipolar and bipolar configuration. A re-intervention was performed on (B)(6) 2016. Pre-operative fluoroscopic examination revealed some damage to the lead conductors inside the pocket, where the lead body was looped. It was indicated that during the re-intervention there was severe adhesion, and it was not possible to check the state of the damaged section of lead with direct observation. Psa measurements were normal. The proximal portion of the lead was explanted and discarded, while the distal section remained inactively implanted. Another pacing system was subsequently implanted.

Event description:
The physician reported that during an urgent follow-up of the associated implanted pacing system, bradycardia (30-40bpm) was identified due to oversensing in the ventricular channel. Testing of the lead revealed normal measurements for impedance, threshold and p/r-wave amplitude. A chest x-ray did not reveal any abnormality. Additional testing of the lead impedance revealed measurements around 200ohms in unipolar and bipolar configuration. A re-intervention was performed on (B)(6) 2016. Pre-operative fluoroscopic examination revealed some damage to the lead conductors inside the pocket, where the lead body was looped. It was indicated that during the re-intervention there was severe adhesion, and it was not possible to check the state of the damaged section of lead with direct observation. Psa measurements were normal. The proximal portion of the lead was explanted and discarded, while the distal section remained inactively implanted. Another pacing system was subsequently implanted.